Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia (blood glucose (bg) levels not provided). The patient's father attempted to regulate the patient's bg levels with insulin injections but the bg levels kept rising. The patient was vomiting and was taken to the hospital. The doctor removed and activated a new pod. The bg levels did not stabilize with the new pod and the patient was placed on intravenous insulin. The pod was discarded and the patient was discharged after 2 days.